Manufacturer narrative:
Visual assessment of the drills confirmed the reported complaint of breakage. The drill head of each drill has splayed open, no pieces are missing. Dimensional inspection of the drills shaft found they meet print specifications. Clinical details were provided that the drills were used over a bent passing pin which likely caused the reported breakage due to excessive force being applied. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Further investigation is not warranted at this time.

Event description:
It was reported that the tip of the drill broke when drilling. No patient injury or complications were reported.